Event description:
Event description guidant received information that this patient was last seen on six months previously and the battery monitoring voltage status for this implantable cardioverter defibrillator (ICD) was at 2.82 v (mol1) with a charge time of 18.6 seconds. It was reported that, upon device interrogation, this device now was at eri (elective replacement indicator) with a monitoring voltage of 2.66 v and a charge time of 20.0 seconds. The health care practitioner (hcp) caller wanted to know why the device reached eri when it was at mol1 six months previously. There was expressed concern regarding this device's battery longevity.